Manufacturer narrative:
Philips service installed a voltage stabilizer and replaced the image disk, restoring the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the device failed to power on; over-voltage issue identified on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.